Event description:
Foot motor is leaking grease.

Event description:
Foot motor is leaking grease.

Manufacturer narrative:
(B)(4) - the original manufacturer report, 3003433498-2014-00266, was submitted in error as this is an additional malfunction, leaking foot motor, for the same product. Please refer to manufacturer report # 3003433498-2014-00265 for the correct submission for this product, the crossbrace on a carroll healthcare echo homecare bed was bent.